Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the impella flows were less than optimal. A kink was subsequently discovered in the catheter that could not be removed through manipulation due to the patient's very short ascending aorta. The staff was advised on the option to replace the pump; however, the decision was made to proceed with the current setup. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Low flow: data logs confirmed low pump flow when pump started & remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely patient condition related as cannula kink lead to reduced flows due to anatomy complications. Product damage: the root cause of kinked cannula was most likely patient condition related since the patient has a very short ascending aorta resulted in difficult delivery the pump to left ventricle and cause kink.